Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support recommended and approved a pump replacement. Reportedly, the customer continued to use the pump for insulin therapy.